Manufacturer narrative:
H3 other text : device was evaluated by third party service center.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, it was observed that the device was alarmed for circuit leak in spite of no leaks. The device evaluation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
On previously submitted reported, a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, it was observed that the device was alarmed for circuit leak in spite of no leaks. During the evaluation of the device, an error code was observed in the ventilator's error log. The device's internal battery was charged to address the issue. Air inlet foam filter will be replaced due to preventive maintenance.